Event description:
This event was reported as valve explanted at implant due to bleeding from ventricle near stitches from annulus. Stitches had been placed into supraannular position & had tore through the ventricular when stitches were tied down. No further info was provided.